Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse with supplemental information by a physician from (B)(6) of a break in aseptic technique and bacterial peritonitis in a patient coincident with extraneal viaflex, dianeal-n pd2 1.5 and dianeal-n pd2 2.5 therapies for chronic renal failure. At the time of this report, the extraneal viaflex and dianeal-n pd2 therapies were ongoing, doses not changed. On an unreported date, a break in aseptic technique occurred. On an unreported date, the patient experienced bacterial peritonitis manifested as cloudy peritoneal effluent and abdominal pain. On (B)(6) 2012, the patient began remedial treatment for the bacterial peritonitis with rasenazolin. On an unreported date, the event of bacterial peritonitis resolved. On an unreported date the patient recovered for the case of bacterial peritonitis. The outcome for the break in aseptic technique was unknown. Per the reporter, the event of bacterial peritonitis was unrelated to dianeal therapy. An opinion of causality for the break in aseptic technique was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4).the problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.